Event description:
A customer contacted baxter technical service center in 2008 regarding a system error 2240 alarm during dwell 3/4 while using the home choice system. The service rep cleared the error and advised the home patient to call the nurse. The home pt had manual bags to complete therapy. This writer spoke with the home patient's caregiver on 28apr08 regarding this 2240 alarm. The home patient's cat chewed through the lines. This leak was noted during dwell 3/4. The home patient's caregiver confirmed there was no patient injury or medical intervention associated with this incident and that she has been continuing with therapy as usual.